Event description:
It was reported that the pt experienced breakthrough tremors on the left side. The pt had been previously implanted by a different doctor and was new to the physician. The implantable neurostimulator (ins) battery and/or voltage info was bol-2.74v with a current of 2.72v (both sides). A longevity calculation was performed to estimate ins battery life with settings of 1-,2-3+, 4.5v, 60 pw, 130 hz, 124 ua. Battery life was estimated at 17 months. The estimated battery life was also done on the left side with settings of c+,2-, 4.6v, 60pw, 60 hz, 56 ua with an estimated longevity of 30 months. It was noted that the pt's device was previously programmed to unipolar (unk electrode configuration) 3.0v, 60 pw, 60 hz which provided an estimated longevity of 40 months. Current impedance measurements were normal according. The doctor was concerned that the ins was not reliable due to the return of symptoms with the ins showing good battery readings. It was reviewed that the ins was reliable in terms of battery voltage reading and that the previous lower settings would cause a longer battery life. A power-on-reset (por) condition was also noted. Further info received reported that there was not really a pt issue except for maybe medication related breakthrough tremor. The problem was resolved, the doctor was still concerned that she was not getting accurate voltage remaining and current drain as the settings were high, but the current drain was not impacting the voltage life in the ins. No device serial number was available. The doctor had noted similar readings in other pts with the same model, the number of pt's was unk which is why the doctor was concerned about the accuracy of the readings.

Manufacturer narrative:
(B)(4).